Manufacturer narrative:
Findings: unit received motor error alarm during rewind due to encoder out of phase. Unable to perform displacement test due to constant motor error alarm. Pump received with minor scratched display window. Unit received cracked case display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Alarm occurred more than 3 times. No additional information provided.